Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose (bg) rose to a level displayed as ¿high.¿ customer gave correction insulin injection to address the high bg. Customer changed infusion set and cartridge and resumed insulin delivery to resolve the issue.